Event description:
It was reported that multiple cartridge alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by changing to different cartridge batch.